Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged headache, shortness of breath, sore-swollen throat, coughing. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging headache, shortness of breath, sore-swollen throat, coughing related to a CPAP device's sound abatement foam. There was no report of serious or permanent patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section d5 was updated which was missed to capture in the initial report and section h6 updated in this report.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging headache, shortness of breath, sore-swollen throat, coughing related to CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for further evaluation. The manufacturer visually inspected the device. Contamination on bottom enclosure, water spots on blower motor and blower box. External investigation revealed no signs of contamination on outside of device. Internal investigation showed contamination on bottom enclosure. No error was found. The manufacturer applied power to the device and verified the airflow. The manufacturer has determined that they cannot directly address the symptoms outlined in the complaint. They did observe dust/dirt contamination in the airpath likely from source external to the device and no evidence of degraded sound abatement foam was found. Sections d8, d9, h2, h3, h6 were updated in this report.